Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that this patient's generator was explanted due to an infection at the generator site. The infection began 2 weeks after implant surgery and was said to be due to the vns surgery. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.